Event description:
The customer contact reported the delivery took longer than expected. At an unspecified time, the primary line of the device was programmed to deliver an unspecified medication. The secondary line was programmed to deliver 100ml of an unspecified large molecule genetic study chemotherapy medication, at a rate of 115ml/hr, and the deliver was started. The customer contact indicated that due to the large molecule chemotherapy medication, the delivery rate is programmed for a faster rate to ensure the delivery is completed in one hour. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the device passed delivery for accuracy testing and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This reported represents all the information known by the reporter upon query by hospira personnel.